Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications. There is possible patient, pharmacological and procedural factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reported low flows alarms to the coordinator, flows as low as 0.4 l/m.  Patient was sent to hospital emergency room (ER) for evaluation.  Labs revealed a large drop in hematocrit (hct) at 17.  It was stated that volume and blood were given and all parameters returned to baseline.  Patients hemodynamics remained stable throughout the periods of low flows.  Patient was admitted for evaluation of location of his gastrointestinal (gi) bleed.  It was documented that the patient was anxious. Patient was also documented as having anemia due to the blood loss. It was reported that the patient remained hospitalized but was stable. No additional information was available on past medical history of gi bleeds and no lab results were provided. No additional information is available.